Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. An x-ray was provided in the journal article however it is unknown if it is correlated to the patient in this complaint. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Unknown head unknown. Unknown stem unknown. G2: foreign: canada. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Chaudhry, f., bridger, a., daud, a., greenberg, a., safir, o. A., gross, a. E., & kuzyk, p. R. (2025). Retrospective review of outcomes of total hip arthroplasty in developmental dysplasia of the hip in adults. The journal of arthroplasty.

Event description:
It was reported in a journal article that the purpose of the study was to report the long-term survivorship, clinical, and radiographic outcomes of tha in developmental dysplasia of the hip (ddh) patients using the direct lateral, trochanteric slide osteotomy, or the extended trochanteric osteotomy approach. The study reviewed 255 patients. A highly porous metal acetabular component (zimmer trabecular metal, [zimmer, warsaw, indiana) was most frequently used. A flat tapered wedged femoral component was most frequently used (zimmer ml taper). However, for more complex femoral anatomy, a conical femoral stem (zimmer wagner cone) was most frequently used. The indication for the study was to identify patients who underwent tha for the treatment of ddh. The study population had a mean age of 46 years at time of surgery (range 18-87); 41 males/214 females. Follow-up was conducted at a minimum of 2 years with a mean length of follow-up for 8.3 years (range 0.05 to 21.1 years). The study reported 1 patient with initial total hip arthroplasty on unknown dates who were revised due to complete foot drop. No further information was provided.